Event description:
Customer reported that the patient presented with suture extrusion two weeks following podiatric procedure. No cultures were taken. Patient was prescribed antiobiotics. Symptoms resolved without any surgical intervention.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time.